Manufacturer narrative:
Section h10: related report numbers: 3016438761-2024-00446, 3016438761-2024-00447. The complaint investigation for falsely decreased sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the complaint lot performs as expected for this product. A ticket trending review did not identify any trends regarding commonalities for complaint lot. The device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 37224un23 were identified.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing modules for one patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s normal range: 135 to 145 mmol/l. Sid (B)(6). (B)(6) 2024 initial result ((B)(6)) = 104 mmol/l, repeat result ((B)(6)) = 143 mmol/l. (B)(6) 2024 initial result ((B)(6)) = 103 mmol/l, repeat result ((B)(6)) = 136, 136 mmol/l. (B)(6) 2024 initial result ((B)(6)) = 115 mmol/l, repeat result ((B)(6)) = 143 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing modules for one patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s normal range: 135 to 145 mmol/l. Sid (B)(6). (B)(6) 2024 initial result (B)(6) = 104 mmol/l, repeat result (B)(6) = 143 mmol/l. (B)(6) 2024 initial result (B)(6) = 103 mmol/l, repeat result (B)(6) = 136, 136 mmol/l. (B)(6) 2024 initial result (B)(6) = 115 mmol/l, repeat result (B)(6) = 143 mmol/l . There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.